Manufacturer narrative:
The device was not available for evaluation. It is possible that the patient falling may have induced the migration. Other factors that could cause or contribute to the migration are improper placement, improper implant sizing, or improper implant height; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that there a revision surgery for a sable cage that had migrated post operatively after a patient fall.